Manufacturer narrative:
Date of event: approximated.

Event description:
It was reported that deployment issues occurred and the array was damaged. A 3.0/15/15 leveen coaccess was selected for use in a radiofrequency ablation procedure of the patient's lung. It was noted that the tines of the array did not deploy or retract properly resulting in them becoming twisted. No patient complications were reported. Device evaluated by MFR: examination of the returned product revealed one coaccess electrode system was received. Inspection verified that the tip of unit was not damaged, however it was returned with the tines partially opened. No visual defects were noted, the returned product appears in good condition without evidence of damage or anomalies. Functional inspection revealed the handle was actuated moving it forward and backward and the tines of the returned device could be extended and retracted properly without problems or resistance.

Manufacturer narrative:
Date of event: approximated.

Event description:
It was reported that deployment issues occurred and the array was damaged. A 3.0/15/15 leveen coaccess was selected for use in a radiofrequency ablation procedure of the patient's lung. It was noted that the tines of the array did not deploy or retract properly resulting in them becoming twisted. No patient complications were reported.